Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report # 1627487-2013-11826, -11827. It was reported the patient has been unable to receive adequate coverage due to receiving stimulation in unintended areas including the ipg site. Reprogramming to provide resolution was unsuccessful. An impedance check showed normal values. Lead migration is believed to have taken place, but the doctor's thoughts on the x-ray results are unknown. As a result, the doctor plans to move forward with surgical intervention due to being convinced the issues are pertaining to the leads.